Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had a fall causing high impedance on one lead. Surgical intervention was undertaken on (B)(6) 2025 to address this issue. During procedure, it was found that both leads migrated. While explanting the system, a drg lead fragmented, and a portion of the lead remains implanted.